Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 272 mg/dl the customer blood glucose at the time of incident was over 200 mg/dl . The customer had not reported the symptoms. The customer states treated with bolus with the pump. Customer's current blood glucose value was 272 mg/dl. The customer alleging possible pump under delivery was reasons why customer alleges pump is under delivering was customer just started and has had high blood glucose since start. The performed displacement test was pass. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomalies noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer.